Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer's blood glucose reading was 194 mg/dl at the time of the report. The customer stated that she cannot tell when her blood glucose is going low. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as not product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.